Manufacturer narrative:
(B)(4) - intraocular lens.all pertainent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was experiencing symptoms of halos and glare in the left eye after implantation of an intraocular lens (iol) greater than 3 months duration. The condition impairs her quality of life and at work. The patient can see within a distance of 12 inches from the computer. The patient's distance vision is fine; however the patient has problems with the intermediate vision. She experiences cloudiness and difficulty reading the computer screen when it is close and doing paperwork. Her night driving has become very difficult as she sees large halos and glare at night that interfere with her driving. No further information was provided. A separate MDR is being filed for each eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.